Event description:
During an initial implant procedure, it was noted the right ventricular (rv) lead was bent and was unable to be implanted the into the rv apex. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of arch in the field of the coil on the lead was confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. Visual inspection of the lead found that the lead/right ventricular shock coil was bent consistent with procedural damage at the distal region of the lead. The cause of the reported event was isolated to procedural damage.